Manufacturer narrative:
H3 device evaluation: analysis of the implantable neurostimulator (ins) found the ins battery had reduced capacity due to overdischarge. Analysis of both leads found no significant anomalies; the lead bodies had been cut through and segmented. H6: please note that method code 4118, result code 3233, and conclusion code 11 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), product type: lead. Product ID: 3777-75, serial#: (B)(4), product type: lead. Product ID: neu_silicone anchor, lot#: unknown, product type: accessory. Product ID: neu_silicone anchor, lot#: unknown, product type: accessory. Product ID: 3777-75, serial/lot #: (B)(4), ubd: 16-may-2016, UDI#: (B)(4). Product ID: 3777-75, serial/lot #: (B)(4), ubd: 16-may-2016, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s system was removed due to ¿no therapeutic effect.¿ it was noted that analysis of the system was requested by the hcp after ¿discoloration of the used electrodes around the lead¿ was identified after removal. It was noted that no interventions were performed, as the issue was identified after the device had already been removed; the issue remained unresolved at the time of report. There were no further complications reported or anticipated.